Event description:
It was reported that during a thoracic procedure, the surgeon had difficulty opening the stapler. The handle was stuck. They used the emergency release on top. At that point the stapler removed from the tissue. They open the new stapler to finish the procedure with no patient harm. No delays and no fragments made.

Manufacturer narrative:
(B)(4). Date sent: 2/14/2024. D4: batch # 423c54. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with an indentation on the soft touch of the proximal nozzle, the anvil bent upwards and the anvil knife slot was noted to be damaged, and with a gst60t reload loaded on the device. The reload was received fully fired. No functional test was performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, it was observed the knife wings were broken from the knife. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond the indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. Please reference the instruction for use for more information.   Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the nozzle is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 423c54, and no non-conformances were identified.